Event description:
The initial reporter stated that the pump over delivered. They stated that the feedings were ending two to four hours before they expected them to finish. They did not advise how much formula was initially added to the bag. At the time of the complain the initial reporter stated that there had been no adverse effects to the patient and that they had no additional information. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.